Manufacturer narrative:
A1: (B)(6). B4: 24-aug-2021. D4: model number: 6mm medium long. Catalog number: cdm-635l. Serial number: (B)(6). Lot number: 1355101. Expiration date: 11-jul-2024. G3: 24-aug-2021. G6: follow-up #1. H2: additional information. H4: device manufacturer date: 18-jul-2019. H6: type of investigation: 3331 - analysis of production records, 10 - testing of actual/suspected device. H10: it was reported that the surgeon initially placed device too posterior. The device was explanted and replaced with another m6-c device. Radiographs were reviewed and it was noted that the device is appropriately sized in the ap direction and placed slightly lateral to the left in the ap direction. The device was received not intact. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. No microbiology or pathology reports were provided. This is a placement issue. There was no device malfunction. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested.

Event description:
It was reported that the surgeon placed the device too posterior initially and a revision was performed. There was no malfunction reported.